Event description:
Customer reported not being able to test her blood glucose due to a blank screen which appeared on their freestyle flash meter. Customer reported one episode of loss of consciousness. Customer reported going to her doctor and being diagnosed with severe hypoglycemia and treated with unk medication, food and juice.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.